Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Device was manufactured in 2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/23/2025, it was reported by a sales representative via (B)(4) that an ar-9625 hex driver threaded tip was twisted and broke off. This was discovered during the case with no patient harm.